Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports that the infaltor syringe failed to inflate and did not pressurize. Limited information provided.

Manufacturer narrative:
(B)(4). One (1) used inflator syringe with packaging confirming the reported lot was returned for evaluation. Visual examination of the inflator syringe noted no visual defects. The inflator syringe was pressure tested per specification with passing results. The reported defect of inflation failure was not confirmed. Based on the results of the sample evaluation, the product met internal specifications. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.